Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to have loose components internally (washer missing from o2 fitting). No physical damage noted externally however. Attached o2 connection and powered on device-applied various settings as described during functional checks in step 1 section 3 of the user's manual for a period of 30 minutes. Performed a visual inspection on electronic components. The reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical pneupac® ventipac® ventilator was reported to be randomly turning off. There were no reported adverse effects.